Event description:
The surgeon reported a corneal burn occurred at the incision site (2.2 mm) at the very beginning of the procedure. Surgery was interrupted several minutes, and then the surgeon was able to complete it. The wound leaks despite several stitches. The pt condition is unknown. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.